Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported pump was alarming "check for empty reservoir" and "remove and reattach cassette". Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "check for empty reservoir" and "remove and reattach cassette" patient was not affected. Total volume was 85ml. Given was 17.9ml. Rate was 1.8ml/hour. The event occurred while in use with patient at patient's home.